Manufacturer narrative:
A visual evaluation of the returned device revealed that the working length of the stent was bent. The distal tip of the stent was collapsed/deformed and the proximal barb of the stent was torn. The guide catheter was received detached from the rest of the delivery system and was kinked at multiple locations. The push catheter was kinked and the proximal end of the pull wire was bent during the evaluation, the pullwire was removed from the ramp window. The welded pullwire/cannula was free of damages. An unknown blue suture knot was also returned with the device. As per the details of the event, the customer purposely cut the barb of the stent and attached the suture at this location, therefore altering the product for use. Based on the condition of the device and the details of the event, it is concluded that the device was not used in accordance with the directions for use (dfu) and may not be considered accepted general medical practice.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent system was used during a stent placement procedure in the bile duct of a female patient (patient age and weight are unknown). During the procedure, the physician cut the proximal stent flap. This modification of the stent was made to allow the stent to be fully inserted in the bile duct. Resistance was met as the guide catheter was retracted for stent deployment. The guide catheter stretched and broke inside the patient. The broken guide was and stent were retrieved with a snare. The procedure was completed with another flexima rx biliary stent system. There were no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent system was used during a stent placement procedure in the bile duct of a female patient (patient age and weight are unknown). During the procedure, the physician cut the proximal stent flap. This modification of the stent was made to allow the stent to be fully inserted in the bile duct. Resistance was met as the guide catheter was retracted for stent deployment. The guide catheter stretched and broke inside the patient. The broken guide was and stent were retrieved with a snare. The procedure was completed with another flexima rx biliary stent system. There were no reported patient complications. The patient was reported to be in good condition after the procedure.